Event description:
It was reported the patient had a loss of therapeutic effect and noticed lately she seemed to be leaking a little. It was stated the patient started at 1.5 volts and is now up to 1.6 volts, but reportedly it is comfortable. At the time of report, the patient was getting a poor communication screen and it was stated there was no lightening blot. The patient was walked through turning the device back on. Batteries in the programmer were replaced and ¿it seemed to be alright.¿ additional information was requested but not known at the time of report. Additional information stated the implant was possibly turned off for an MRI for other, unrelated medical problems. It was stated the patient lost her programmer and it was not clear if it was turned off for an MRI. It was noted the patient was hospitalized subsequently transferred to a different clinic. A new programmer was addressed and bonded upon her discharge. Reportedly, on (B)(6) 2013, the patient had a programming session and treatment for uti monitoring. The patient was to call if no improvement. Signs and symptoms included leakage and urinary frequency. It was stated no hospitalization was required and there was no injury reported.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 093-28, lot# v955731, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).